Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4)

Event description:
The customer reported a complaint with their radiofrequency generator (rfg2) system. The customer reported that when they started the rfg2 system up it displayed an error and the system needed to be rebooted, this occurred another two times. On the four try, the catheter began ablating the patient and tumescent had not yet been administered causing the patient to feel some discomfort. It is their report that the catheter started automatically. The catheter was immediately unplugged. The physician completed the tumescent process and then plugged the catheter back into the rfg2. The account has reported that no extra measures were taken in the patients post op care and he will be monitored during future visits for any changes. Later documentation provided that the ablation was a success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.